Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -16.00/+1.00/102 (sphere/cylinder/axis) implantable collamer lens into the patient's eye. It was reported there is inflammation on day 1 after implant. Resolving on steroids and did ac was out pod2. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.